Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. There is no evidence to suggest the baylis medical device caused or contributed to the reported complications

Event description:
The baylis medical company supracross rf wire was used for transseptal puncture during a lead delivery procedure. When the boston scientific lead delivery catheter was advanced over the supracross rf wire, the patient experienced ventricular tachycardia when the assembly contacted the endocardium of the left ventricle. Cardioversion was performed on the patient to restore normal sinus rhythm. While there is no evidence to suggest that the supracross rf wire used in the procedure caused or contributed to the incident, this report is being submitted by baylis medical company as the supracross rf wire was one of the devices used during the procedure.